Event description:
The field service representative (fsr) reported that during preventative maintenance of the device, the heating/cooling unit was heating past thirty-eight degrees fahrenheit and it was not stopping at forty-two degrees fahrenheit. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint is confirmed by the field service representative. The thermostat assembly was sent to manufacturer for evaluation. Investigation is in process, but not yet complete.